Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump has malfunctioned. The parent reported the insulin pump suggested 4.9 units of insulin for delivery rather than 1.9 units and a no delivery alarmed occurred after. The parent could not recall the customer's blood glucose at the time of incident. The parent stated the alarm was resolved by a complete set change. It was also reported the customer experienced a blood glucose of 517 mg/dl according to the bolus history. The customer was advised to call back when the no delivery alarm occurs. The customer will not be returning their infusion set and reservoir for analysis.